Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove patient code 1733 (autoimmune reaction) and add patient code 3191 (no code available) for generalized illness to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prosthesis implantation procedure with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered multiple gastrointestinal problems, including gluten intolerance diagnosed in 2013, weight gain (inflammation and no longer able to lose weight), hair loss, memory loss, chronic, joint pain, marked sensitivity to temperature (hands and feet are very cold), burning sensation in the breasts, depression, anxiety, hypothyroidism since about 2013, and chronic idiopathic hives since (B)(6) 2018. Patient added that their health has continued to deteriorate, and that they have a new illness every year, and they take new medications every year and it does not get any better. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the second breast prosthesis.